Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the lancing device is unknown; therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported that on (B)(6) 2013, he found customer lying on the floor, unconscious. Caller believes customer lost consciousness because she was unable to use her adc lancing device because it would not arm and noted it had stopped working two weeks prior to (B)(6) 2013. Caller assisted customer to sit up and then stand and gave her orange juice to drink. Caller then transported customer to a local healthcare facility where she was diagnosed with hypoglycemia and a "mild stroke". Customer was treated with glucose via intravenous infusion. It is unknown what additional treatment may have been rendered. There was no report of death or permanent injury associated with this event.